Event description:
It was reported that device interaction occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified abdominal aorta. A 300cm, 8cm v-18 control wire and an angiographic catheter were advanced together from brachial artery to place a stent graft in the renal artery; however, the guidewire got kinked as it came in contact with a previously implanted non-boston scientific stent graft. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The returned guidewire had the distal tip kinked. No other anomalies were detected in the device.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device interaction occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified abdominal aorta. A 300cm, 8cm v-18 control wire and an angiographic catheter were advanced together from brachial artery to place a stent graft in the renal artery; however, the guidewire got kinked as it came in contact with a previously implanted non-boston scientific stent graft. The procedure was completed with a different device. No patient complications were reported.